Event description:
It was reported that about 4 months prior to this report, the patient had experienced a jolt and had no stimulation sensation. Patient had an x-ray done and nothing was wrong with the implant. It was noted that the implant had turned back on a few days after. There was a loss of therapeutic effect.

Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 3550-29, lot# n259454, implanted: 2012 (B)(6); product type accessory product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).